Event description:
It was reported that during a vats bullectomy procedure, there was an incomplete staple line. Case completed with a new device of the same product code. Procedure was prolonged by 40 minutes. Prolonged stay in hosp about three weeks. The pt is now fine and out of the hosp.